Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.9 inr. Within one hour, the result from the laboratory was 2.19 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.